Event description:
One of the sides of the peel-away sheath separated prematurely about 1/3 of the way down. Procedure was continued and catheter was inserted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. The sheath was returned with the proximal end of the sheath completely peeled and the distal end of the sheath with only one side peeled. Microscopic examination revealed that the sheath did not peel along the blue score line evenly where the catheter separated into two. It was observed to be rippled and uneven. The sheath separation measured 27mm from the tabs. On the peel-away sheath half that was still intact, the sheath body from the tabs to the distal tip measured 2 3/4" which is within the specification limits of 2 5/8"- 2 7/8" per the peel-away. A manual tug test confirmed both sheath halves were connected securely to their tabs. Manufacturing was consulted. They indicated that the observed damage is related to the manufacturing process. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." "Avoid tearing the sheath at the insertion site which opens the surrounding tissue creating a gap between the PICC and the dermis." The reported complaint that the peel-away sheath tore incorrectly was confirmed through complaint investigation. The sheath did not peel along the blue score line evenly and as a result, separated into two pieces. The observed damage is related to the manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
One of the sides of the peel-away sheath separated prematurely about 1/3 of the way down. Procedure was continued and catheter was inserted. The patient's condition is reported as fine.